Manufacturer narrative:
The zebd-6-4 device of lot number unknown in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. As the lot number of the complaint devices are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zebd-6-4 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The japanese packaging insert supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. As per instructions for use, which accompanies this device, potential complications section: ¿those associated with biliary stent placement include but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration.¿ as per the event description, "on unknown date, the stent was placed in the bile duct of the patient. Bleeding was confirmed. The examination performed to determine the bleeding point showed that the pigtail at the intestinal tract side (non-tapered) was embedded into the intestinal tract. The physician was worried if the pigtail perforated the tract though, it was confirmed after taking the pigtail up from the embedded site carefully with forceps that there was no perforation. The whole stent was removed from the patient and x-ray examination was performed. Then, contrast agent was leaking outside the bile duct, so the physician judged that perforation occurred by the tapered pigtail at the biliary side. Enbd-5 was placed for the treatment. Bleeding stopped shortly after the placement though, ballooning was performed for astriction just in case". As per the information reported, the patient had a history of biliary reconstruction with roux-en-y technique (bile duct jejunal anastomosis) in another hospital. A definitive root cause could not be determined from the available information. However, as per the instructions for use, migration and trauma to the biliary tract or duodenum are known potential complications. Complaint is confirmed based on customer testimony. According to the information reported with the case, the patient did not experience any adverse effects. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Manufacturer narrative:
(B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
On unknown date, the stent was placed in the bile duct of a patient who had undergone biliary reconstruction with roux-en-y technique (bile duct jejunal anastomosis) in another hospital. (The hospital where the stent was placed is likely to be (B)(6), but cannot be determined.) On (B)(6) 2021, bleeding was confirmed. The examination performed to determine the bleeding point showed that the pigtail at the intestinal tract side (non-tapered) was embedded into the intestinal tract. The physician was worried if the pigtail perforated the tract though, it was confirmed after taking the pigtail up from the embedded site carefully with forceps that there was no perforation. The whole stent was removed from the patient and x-ray examination was performed. Then, contrast agent was leaking outside the bile duct, so the physician judged that perforation occurred by the tapered pigtail at the biliary side. Enbd-5 was placed for the treatment. Bleeding stopped shortly after the placement though, ballooning was performed for astriction just in case. There have been no adverse effects to the patient reported.